Event description:
The patient reported that around the beginning of (B)(6) 2024 they started noticing that when they tried to adjust their stimulation, they kept getting a message that the therapy was currently adjusting and to try again in a few seconds. The pt notified their manufacturer representative (rep) on (B)(6) 2024, reporting this information. They also reported they experienced overstimulation / shocking sensation from the device when they reached overhead in the shower. The rep noted in their report that the closed loop feature was activated and the system did not compensate. The rep noted that the pt was having the difficulty changing their settings using the handset as it was taking several seconds to make any adjustment. The pt told the rep it was taking at least 15 seconds to make a single adjustment, but the pt also reported that sometimes if they waited, they could increase it 3 or 4 numbers and then it would "jam up". The pt also reported to the rep that their pain relief had decreased to 50%. The rep redirected the pt to patient services to ensure proper troubleshooting was performed. Patient services ended up redirecting the pt to their doctor since the issue was not resolved during the call with the pt.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient has met with 2 individuals from field engineering and a clinical specialist previously where the programmer was reviewed. Pt has another visit scheduled with the hcp on oct 7th. After the pt was overstimulated, they wanted to turn the system down. Patient did not increase the system prior to that. It was noted that the closed loop system did not protect the patient from overstimulation. Rep noted the patient met with a different rep on (B)(6) 2024. It was noted that patient had a prior episode of overstimulation that happened on (B)(6) 2024. Rep noted after meeting with the pt, they have completely abandoned neuro sense and returned to dtm programming, sub parathesia and this has increased pt's pain relief to greater than 50% and also resolved the issues of overstimulation. Rep noted pt now reported better pain relief with dtm than when they were receiving the closed loop and patient has no further complaints of overstimulation. Rep noted they last communicated with the patient on (B)(6).